Event description:
It has been reported to philips that the system did not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for an emergency treatment of cardiac procedure, which was completed by moving the patient to another room with delay. A philips field service engineer (fse) went onsite and confirmed that the x-ray pc was in a boot loop, and the service pc connection didn't work either. Upon troubleshooting, the fse found that the xray-pc booted but in the review window the application program does not start. To resolve the reported issue, the fse replaced the x-ray pc and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.